Event description:
A customer reported that their AED is flashing red and prompting a replace battery pack now warning. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED is flashing red and prompting a replace battery pack now warning. Analysis of the log files from the AED identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.